Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3; reference MFR. Report: 3006705815-2017-00954. Reference MFR. Report: 3006705815-2017-00955. It was reported the patient's right lead has migrated (confirmed via x-ray). Follow-up identified the patient underwent surgical intervention to explant and replace the leads. During the procedure, it was determined the leads had partially pulled out of the ipg header. As such, the ipg was also explanted and replaced. Effective stimulation was restored following the procedure. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.